Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
It was reported that a crack on the avalon cannula 31fr was noted during use. The cannula was not exchanged during use. The customer decided after clamping they noticed patient was doing ok without support and decided to not re-cannulate after 45 minutes. No harm to the patient was reported. (B)(4).

Manufacturer narrative:
(B)(4) (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person: (B)(4). The sample was investigated in the laboratory of the manufacturer. An avalon cannula was returned. Both connectors were removed in the clinic. Sample is contaminated. The visual inspection found that the damaged area of the cannula has uniform deformation, which looks like it has been tied tightly with a thread. Possible cause: the cannula was tied tightly to the patient and sutured so that the sharp edges of the spiral wire cut the cannula. And when trying to remove the cannula again, the thread could not be solved and a piece of skin with hair was removed together. By loosening the thread slipped down a bit. Other abnormalities: many lengthwise cuts, clamp impressions and kinks are on the cannula which probable came from the tightly thread. Possible cause: the cannula was tied tightly to the patient and sutured so that the sharp edges of the spiral wire cut the cannula. Other abnormalities: many lengthwise cuts, clamp impressions and kinks are on the cannula which probable came from the tightly thread. Thus the failure could be confirmed. The most probable root cause could be the that the catheter was secured too tight so that has lead to the reported cracks. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).